Event description:
It was reported that the ilet bionic pancreas exhibited battery depletion, with the device charging but nearing full discharge by the end of each day, leading to a replacement being arranged. Symptoms included no reported adverse clinical effects, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included continued therapy using the user¿s cgm as usual and replacement of the ilet device. Investigation included collection of device history through user interview and logistical follow-up for device return. Investigation of this case revealed a suspected device battery performance issue consistent with hardware battery depletion affecting the pump controller component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to battery performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.